Manufacturer narrative:
(B)(4).

Event description:
Additional information received from an hcp reported that the diagnostics performed related to the withdrawal were "fever, tachycardia and confusion." Actions/interventions taken to resolve the withdrawal included giving the patient oral baclofen. The withdrawal was resolved and the pump was refilled the day of the appointment.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a company representative in regard to a patient receiving gablofen 2,000 mcg/ml at 780 mcg/day via an implantable infusion pump. At a refill that occurred on (B)(6) 2015, the hcp heard the pump alarm. The pump was supposed to be alarming due to the low reservoir alarm volume of 2cc. The expected residual volume (erv) was 1 cc and the actual residual volume (arv) was 0 cc. The hcp accessed the reservoir and could not get anything out of it. The pump was refilled and patient was given a 40ug bolus on (B)(6) 2015. The hcp miscalculated the refill date and the hcp was talking about programming the low reservoir alarm volume higher than the 2 cc it was programmed to. The low reservoir alarmvolume was programmed to 2cc, but the company representative was not totally certain of that. The patient experienced withdrawal symptoms on (B)(6) 2015. On (B)(6) 2015 the patient was having a variety of issues not entirely related to the pump. The patient information, device information, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on (B)(6) 2017. It was reported that the patient had withdrawal from bac lofen a year or so ago as a result of missed timing on her refill.